Manufacturer narrative:
Device iteration is afx with duraply. Please remove from your complaint system as there was no device failure this is no longer considered a complaint. Corrections: b5: describe event or problem has been updated. G4: date received by manufacturer has been updated. H6: patient code: remove code 1924. H6: device code: remove code 1504. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent system. Approximately five (5) years post initial procedure, the patient presented with an aneurysm enlargement (5.7mm to 7.5mm) and a suspect type iiib endoleak. The patient is reportedly in good condition, and a re-intervention is currently scheduled. Additional information: review of angiogram dated 30apr2021 found no endoleak. The physician elected to implant an alto main body stent graft and three (3) ovation ix iliac limbs to treat the aneurysm enlargement. The patient was reported as doing well post secondary procedure. A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent system. Approximately five (5) years post initial procedure, the patient presented with an aneurysm enlargement (5.7mm to 7.5mm) and a suspect type iiib endoleak. The patient is reportedly in good condition, and a re-intervention is currently scheduled.